Manufacturer narrative:
Clinical report states that patient was revised to address stem loosening and heterotopic ossification. Update rec'd (B)(6) 2014 - patient's operative records were received. Records indicated the patient went in for a femoral head exchange on (B)(6) 2011 to address heterotopic ossification and soft tissue impingement. The patient was revised again on (B)(6) 2011. Upon revision the patient's femur was cracked. Also noted, the patient had increased chromium levels. An unknown broach, a head, and a liner are being reported at this time. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (left hip). Note: the report also mentions that the patient had previously experienced groin pain which was treated with nsaids, hep, and ice, and on another occasion underwent excision of heterotopic ossification. The devices associated with this report were not returned. A review of the device history records for the 2755954 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other related incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is unlikely to be product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaint database found no additional related reports for the lot code 2802933 and 3259920. A search of the complaint database search finds one additional reported incidents against lot code 2755954 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the broach because the required lot code(s) was not provided. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that patient was revised to address stem loosening and heterotopic ossification.